Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01842. It was reported that catheter removal difficulties were encountered and stent dislodgment, st elevation and ventricular fibrillation occurred. The patient presented with non st-segment elevation myocardial infarction (nstemi). The target lesion was located in the right coronary artery. After pre-dilatation, a 2.75x20mm synergy¿ drug-eluting stent was deployed in the distal rca and a 2.75x22mm drug-eluting stent was deployed in the mid rca. Subsequently, a 2.75 x 12 synergy¿ drug-eluting stent was advanced to the proximal segment of the stent in the distal rca. However, after positioning the stent and dilatation was performed at 10 atmospheres, contrast appeared in the vessel. The balloon was very difficult to remove and it became stuck in the mid rca stent. Eventually, the device was removed but the stent was no longer on the balloon. Post-dilatation was then performed with a 30x30mm non compliant balloon catheter and the procedure was completed. Post operation, in the intensive care unit (ICU), the patient was noted to have st-segment elevation and went into ventricular fibrillation. The patient was successfully resuscitated; however, thrombus was noted inside the medial stents. Dilatation was then performed with a 3mm non compliant balloon catheter with good results. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent was not returned for analysis. Crimp stent markings were visible on exposed balloon wall but not very prominent. As part of the analysis, the device was soaked in a water bath at a temperature of 37 degrees celsius for 24 hours to soften the hardened medium that was identified in the lumen. An encore hand held inflation device was used to in an attempt to inflate the balloon, however inflation failed. During inflation a droplet of water and air bubbles appeared at the port weld site. The device was soaked for a further 3 days in the water-bath at 37 degrees, and inflation was attempted for the second time, the device was inflated and a leak was detected at 4.5mm distal of the distal edge of the proximal markerband. The balloon leak most likely occurred after coming in contact with a previously deployed stent leading to device becoming stuck inside the previously deployed stent. An encore device was used to inflate the device. The bumper tip of the device showed signs of damage at the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft of the device. A visual and tactile examination of the outer and mid-shaft section found a damage to the inner extrusion 101mm distal of port weld site. The bi-component bond showed no signs of damage or strain. These types of damage are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01842. It was reported that catheter removal difficulties were encountered and stent dislodgment, st elevation and ventricular fibrillation occurred. The patient presented with non st-segment elevation myocardial infarction (nstemi). The target lesion was located in the right coronary artery. After pre-dilatation, a 2.75x20mm synergy¿ drug-eluting stent was deployed in the distal rca and a 2.75x22mm drug-eluting stent was deployed in the mid rca. Subsequently, a 2.75 x 12 synergy¿ drug-eluting stent was advanced to the proximal segment of the stent in the distal rca. However, after positioning the stent and dilatation was performed at 10 atmospheres, contrast appeared in the vessel. The balloon was very difficult to remove and it became stuck in the mid rca stent. Eventually, the device was removed but the stent was no longer on the balloon. Post-dilatation was then performed with a 30x30mm non compliant balloon catheter and the procedure was completed. Post operation, in the intensive care unit (ICU), the patient was noted to have st-segment elevation and went into ventricular fibrillation. The patient was successfully resuscitated; however, thrombus was noted inside the medial stents. Dilatation was then performed with a 3mm non compliant balloon catheter with good results. No further patient complications were reported and the patient's status was stable.